Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. There was no adverse impact on the customer's blood glucose level. The customer experienced at least three occurrences of the same malfunction, leading technical support to decide on replacing the pump. Until the replacement arrives, the customer opted to continue using the current pump for insulin delivery.